Manufacturer narrative:
(B)(4). During the course of our conversation, risk manager stated the neptuneheater (425-00) was being held in quarantine. She shared the hospital biomedical dept. Could not find any malfunction or issues with the device. However they were choosing to hold the unit in quarantine for the time being. Customer stated the hospital would not release the device from the facility at this time. The device has not been returned to the manufacturer for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges a premature ((B)(6)) new born receiving respiratory care via CPAP via mask that included the use of a neptune heater received a burn to the nose. It was reported at 2300 the child's skin was assessed as okay by the nurse. At 2330 the skin was noted to be reddened and the tubing felt warm. At 2400 the nurse saw moisture on the child's nose and when she wiped it away the skin came off. The infant was then changed to oxygen therapy via high flow nasal cannula. Medical intervention reported was topical silvadene cream initially. This was changed to topical bacitracin ointment to the site. The infant was transferred to another facility for further evaluation of the burn. The customer reported an update on the child from the referral hospital. The infant was reported to be "healing nicely" with continued bacitracin ointment to the wound. No elevated treatment modality reported. The customer reported the heater was set at 37 degrees celsius and no alarm was issued of high temperature. (See also companion report number 3004365956-2018-00116 for hudson rci circuit).

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; thus nine devices were selected from current production at the manufacturing facility. The samples were functionally inspected and no issues were found. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges a premature (31 week gestation) new born receiving respiratory care via CPAP via mask that included the use of a neptune heater received a burn to the nose. It was reported at 2300 the child's skin was assessed as okay by the nurse. At 2330 the skin was noted to be reddened and the tubing felt warm. At 2400 the nurse saw moisture on the child's nose and when she wiped it away the skin came off. The infant was then changed to oxygen therapy via high flow nasal cannula. Medical intervention reported was topical silvadene cream initially. This was changed to topical bacitracin ointment to the site. The infant was transferred to another facility for further evaluation of the burn. The customer reported an update on the child from the referral hospital. The infant was reported to be "healing nicely" with continued bacitracin ointment to the wound. No elevated treatment modality reported. The customer reported the heater was set at 37 degrees celsius and no alarm was issued of high temperature. (See also companion report number 3004365956-2018-00116 for hudson rci circuit).

Event description:
Customer complaint alleges a premature (31 week gestation) new born receiving respiratory care via CPAP via mask that included the use of a neptune heater received a burn to the nose. It was reported at 2300 the child's skin was assessed as okay by the nurse. At 2330 the skin was noted to be reddened and the tubing felt warm. At 2400 the nurse saw moisture on the child's nose and when she wiped it away the skin came off. The infant was then changed to oxygen therapy via high flow nasal cannula. Medical intervention reported was topical silvadene cream initially. This was changed to topical bacitracin ointment to the site. The infant was transferred to another facility for further evaluation of the burn. The customer reported an update on the child from the referral hospital. The infant was reported to be "healing nicely" with continued bacitracin ointment to the wound. No elevated treatment modality reported. The customer reported the heater was set at 37 degrees celsius and no alarm was issued of high temperature. (See also companion report number 3004365956-2018-00116 for hudson rci circuit).

Manufacturer narrative:
Qn#(B)(4). Additional information received: two teleflex r & d engineers visited moses taylor to investigate a neptune involved in a possible patient injury. The teleflex r & d engineers report the following: entire setup including sipap, patient interface and 780-01 used was still set up in biomed. The nasal mask interface was not on the set up at the time of examination but rather nasal prongs. Another nasal mask still packaged was with the setup. Ran system through diagnostic test with 25c, 37c, and 43c test probes and the neptune functioned appropriately. Ran a functional test with the actual temperature probes at the 2lpm cited as the flow rate used on the patient. The set temperature was reached within 10 minutes thus passing the test. A high temperature test was conducted in which the patient probe was placed in 45c water bath. The neptune display temperature went to 45c and the system alarmed as expected. The probe was removed and cooled with the neptune alarm stopping once it cooled below 42c as expected. The probe was then put back into the patient temperature probe connector and it returned to set temperature. It was discussed that the director of respiratory care at moses taylor did not believe the neptune had any issues. The baby arrived at the hospital from another facility wearing the nasal mask. It was unknown what system it had previously been operated with. The nurse noticed water on the baby's nose and moved the mask to wipe it off and skin was removed. The nicu rt attending was summoned who checked out the system and confirmed that everything was set up properly with no elevated temperature above 37 on neptune. The neptune never got over 37c although the circuit felt warm. The actual unit in question was received at teleflex for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for three hours. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.